Event description:
It was reported by service report that the head right caster horn was bent causing the wheel to no longer roll. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster horn assembly. It was reported the ambulance lift gate was lowered on to the caster horn assembly.